Event description:
The pt ate dinner at 5:00pm and performed a blood glucose test on the suspect device at 7:19pm. The result was 98mg/dl. Pt stated that pt felt bad and pt's spouse called 911. Paramedics arrived and tested pt's blood glucose and the result was 40mg/dl. Pt was treated with an IV and dextrose and taken to the ER.